Manufacturer narrative:
Unit had unresponsive buttons due to flattened act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 300 mg/dl at the time of the incident. The customer¿s current blood glucose was 438 mg/dl. They treated with a bolus from the insulin pump. The customer stated that the insulin pump's motor seems to be slow and the buttons were hard to press. The insulin pump was returned for analysis.